Manufacturer narrative:
Device evaluated by MFR.: an express ld 12 atm was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that stent dislodgment occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery. After a sheath was placed, imaging and dilation were performed. A 9.0x30x135 cm express ld vascular stent was advanced for treatment. However, after crossing the lesion, it was noted that the stent fell off inside the catheter. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the dislodged stent was a non-boston scientific stent and not the express sd stent as previously reported. The returned express sd was not used.

Manufacturer narrative:
Device evaluated by MFR.: an express ld 12 atm was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that stent dislodgment occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery. After a sheath was placed, imaging and dilation were performed. A 9.0x30x135 cm express ld vascular stent was advanced for treatment. However, after crossing the lesion, it was noted that the stent fell off inside the catheter. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgment occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery. After a sheath was placed, imaging and dilation were performed. A 9.0x30x135 cm express ld vascular stent was advanced for treatment. However, after crossing the lesion, it was noted that the stent fell off inside the catheter. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.